Event description:
It was reported, the pump was flipped and a revision was done. During the revision, the pump pocket was opened and the pump was re-sutured into positioned and also replaced the pump segment of the catheter due to the hcp¿s concerns it may have been compromised by a needle when they were attempting to refill on the flipped pump and the catheter was coiled on the side they were attempting to access. There were no patient symptoms reported, the pump was unable to be refilled but the patient did not run out of medication. The patient status at the time of the report was indicated as alive no injury. The pump was use to deliver hydromorphone. Additional information later reported that no diagnostics were performed to the reporters knowledge. The sutures anchoring the pump came out, the patient¿s tissue was not so good for anchoring and when they were anchoring the pump again they were trying to find better anchoring points. It was indicated the old catheter pump segment was disposed of. Additional information later reported the patient was doing well and receiving good therapy.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).